Event description:
It was reported that when switching the anesthesia system from automatic ventilation to manual ventilation the system failed to ventilate. There was no patient harm. Manufacturer's reference # (B)(4).

Manufacturer narrative:
The investigation of the reported failure in this complaint has been completed. The customer observed that the unit emitted beeping/clicking sounds, as if attempting to revert to auto ventilation. During the system checkout (sco), the expiratory valve was noted to be sticking slightly. After reconnecting the patient cassette, the sco passed. A complete set of device logs was received. Evaluation of the logs shows that successful scos were performed prior to and on the event date. The technical log indicates multiple patient cassette disconnections and reconnections, also technical error (apl excessed pressure) was associated with event date. The internal and trend logs show that several alarms were generated, including peep: high, high continuous pressure, and others during the switch to man ventilation. After the event, the sco failed during the inspiratory and expiratory valve tests. The matter was escalated to the support technician team, it was recommended to verify the free movement of the one-way valves (ov11 & ov10, , located in the patient cassette) and to ensure that filters used are properly classified for anesthesia, and confirm adherence to the recommended cleaning procedures. Following this guidance, the customer informed our field service engineer that residue was found on the one-way valves. Our support team explained that the accumulation was likely caused by absorber dust in combination with adhesive deposits from substandard patient filters. Our conclusion, is that the cause to the restricted movement of the one-way valves due to residue buildup, originating from absorber dust in combination with adhesive deposits from substandard patient filters. To prevent recurrence, it is essential that only anesthesia-classified filters are used, that recommended cleaning procedures are strictly followed, and that valve movement is visually inspected during the system checkout.

Event description:
Manufacturer's reference # (B)(4).